Event description:
No information accomanied the returned device. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.